Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. Device unique identifier (UDI) unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: straight suction 9733449 em ent. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-08-20, (B)(4) (hcp, rep): medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that there was a blue screen after verifying the instrument. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was also noted that the instrument used was unable to verify.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a second instrument set was used to complete the procedure.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.